Event description:
Related manufacturer reference number:2017865-2022-11811. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular(rv) lead delivered inappropriate shocks. It was further noted from x-ray that patient's right ventricular and atrial lead was dislodged due to twiddler¿s syndrome. It was also noted that the rv lead was fractured. Both leads were explanted and replaced. The patient was stable.